Manufacturer narrative:
Method: risk assessment; results: a similar device was sent for material analysis and it was determined that the device fractured in bending fatigue. Conclusion: the most likely cause of the event is fatigue of the device and lack of support due to the absence of a cage.

Event description:
It was reported that; patient broke rod (B)(6) 2015, said he got out of his chair and heard a loud pop. Went to get looked at to find that the rod was broken at the bend. Fusion was a non union at l4-l5.

Event description:
It was reported that; patient broke rod (B)(6) 2015, said he got out of his chair and heard a loud pop. Went to get looked at to find that the rod was broken at the bend. Fusion was a non union at l4-l5